Event description:
Customer's husband reported that customer passed away. During death investigation, nurse stated that the customer was taken to the hospital with low blood glucose. The customer went into coma and passed away. The nurse also stated that the customer was wearing the pump at the time of death.